Event description:
It was reported that the patient underwent a surgical procedure to explant the cuff component of this artificial urinary sphincter (aus) as it was too large. The existing cuff was removed and a new cuff was implanted. No patient complications were reported. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.